Event description:
It was reported on voluntary medwatch (B)(4) that the patient underwent a spinal fusion procedure. Approximately 9 months post-op when the patient was vomiting the patient felt something "pop in the area of the spinal fusion". "The crosslink was at a high load bearing region at t12-l1. When the patient vomited additional stress was placed on this area." The patient underwent a revision surgery to remove and replace the broken crosslink. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.